Event description:
The user reported that there was no stimulation for one day. The audiologist tried another audio processor which was able to connect to the implant. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The explanted device was received for investigation. According to the explant report the device suddenly stopped working. The audiologist tried another audio processor which was able to connect to the implant. The user was re-implanted.